Event description:
On (B)(6) 2023, that this patient on peritoneal dialysis (pd) reported they had peritonitis. In an additional follow-up call to the patient¿s associated clinic, the facility administrator stated the peritonitis was not related to any issues with fresenius products. The facility administrator reported the peritonitis was caused by the patient¿s technique during the pd exchange. No further information about the patient or the peritonitis will be provided.